Event description:
It was reported the pt is unable to communicate with her ipg and either the charger or programmer. The pt is not receiving stimulation. The pt also reported the ipg seems to be moving in the pocket. A new charger was sent and an sjm rep is scheduled to meet with the pt to evaluate the issue. F/u is pending.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.